Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the alarm history showed only a "low cartridge warning" on (B)(6) 2011. The pump showed that it delivered the programmed basal rate without interruptions. During investigation, the pump booted to the verify screen with functional alarms and was exercised for 24 hours without interruptions.

Event description:
The patient attempted to clear a call service alarm with her pump by rebooting the pump but the pump would not power back on. The patient attempted to troubleshoot the issue with a new battery, but the issue persisted. The patient indicated there was no physical damage with the pump. There was no adverse event associated with this complaint. A replacement pump was sent to the patient.